Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on centrimag (cmag) system while the patient was undergoing a surgery. The perfusionist reported visual clot on the cmag pump and strongly suspected that this happened because bivalirudin was halted approximately 3 hours prior to presenting the patient to the operating room. The patient was believed to be hypercoagulable.

Manufacturer narrative:
This medwatch is reporting against the centrimag blood pump. The event was also reported against the lvad in MFR. Report # 2916596-2018-04763. Additional information. Further details regarding patient death were included MFR. Report # 2916596-2018-04763. Manufacturer's investigation conclusion: the report of thrombus within the centrimag circuit could not be confirmed through this evaluation because the product was not returned and no photos showing the presence of thrombosis were submitted by the account. The centrimag blood pump instructions for use lists thromboembolic phenomena as a possible side effect that may be associated with the use of the centrimag blood pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received the patient expired on (B)(6) 2018 due to sarcoidosis and cardiac problems. The patient had a dilated cardiomyopathy with restrictive features that was complicated by acute decompensated heart failure requiring left ventricular assist device surgery. The patient also had pulmonary emboli, heparin induced thrombocytopenia, and disseminated intravascular coagulation.